Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss checked and tested the customer¿s unit and handpieces. The fss found no issues with the vacuum in the irrigation and aspiration mode with the unit. The account reported they had been receiving 605 handpiece errors. The fss tested two handpieces from the account and confirmed the 605 errors from the handpieces. The customer has ordered 2 additional handpieces. The fss performed an annual preventative maintenance and performed all necessary calibrations. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a posterior capsule broke in the right eye resulting in a vitrectomy being performed. A brief description from the surgery center indicated they had a surge during irrigation and aspiration which resulted in a capsular tear. The intraocular lens was implanted in the sulcus. The surgery center requested the phacoemulsification unit be evaluated.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.